Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the cause of the ins battery and charging issue was not determined. They think the patient was not able to hold the recharger over the battery long enough for it to charge up. The patient is in the process of getting the new wireless recharger (wr) to hopefully help with charging easier. The issue was resolved as the patient was able to charge better with a loaner new recharging system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that starting two months ago, the implantable neurostimulator (ins) battery is not holding a charge. The patient can charge up to 80% and by the next day, it's gone, also, the patient can't recharge beyond 80%. The battery is low and the manufacturer representative (rep) hasn't had a chance to check impedance in case a short is draining the battery. The rep is to check the patient's recharge data. They mentioned that the patient has tremors but this is normal for the patient. They were unable to troubleshoot because the battery was not charged up enough. No patient symptoms were reported.